Event description:
It was reported by a customer in the USA that the 840 ventilator became inoperable. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. The cse replaced the safety valve assembly as a precautionary measure. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).